Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display.

Event description:
Information received by medtronic indicated that they took the reservoir it smells bad. Troubleshooting was done for leak. Customer reported that there was not a leak present at transfer guard. The customer was advised to verify that the transfer guard was properly connected to the snap cap. Customer stated the transfer guard did not leak while filling. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.